Manufacturer narrative:
Initial trend analysis for lot 55088 was conducted, no malfunctions were found. This is the only complaint for lot 55088. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using item number 831061 pen needles from lot 55088 expiration date 06/2022, there was 11 needles missing from the hub. There are no pen needles left for investigation.

Manufacturer narrative:
Initial trend analysis for lot 55088 was conducted, no malfunctions were found. This is the only complaint for lot 55088. The manufacturing process was inspecting and no abnormalities were detected.

Event description:
End user reports that while using item number 831061 pen needles from lot 55088 expiration date 06/2022, there was 11 needles missing from the hub. There are no pen needles left for investigation.